Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: dislodged stent remains in pt. Additionally, the graftmaster device failed to treat the lesion, which resulted in the use of a second device. Device issue: stent dislodgement. It was reported that a 3.0 x 12 graftmaster was attempted to be placed; however, the stent dislodged from the balloon and was deployed in the proximal vein graft, with an additional balloon. A 3.0 x 16 graftmaster was placed and sealed the perforation. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion: product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments, as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.